Event description:
This death event has been reviewed by a manufacturer nurse and with the available information has been determined to be possible sudep. The patient had epilepsy and died, but no other information is known. As such, sudep cannot be ruled out as a possible cause of death. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the pt was deceased. No cause of death or other info was given. Attempts for further info have been unsuccessful to date.